Event description:
It was reported that there was far-field oversensing of the right ventricular (rv) lead signal on the right atrial (ra) lead channel. The ra lead was a non-boston scientific product. Technical services (ts) recommended reprogramming as troubleshooting. No adverse patient effects were reported. This pacemaker was explanted after being in service for eight years and returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.